Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2 and h6 (component code, type of investigation, investigation findings and investigation conclusions) h6: type of investigation: labelling review. H11: additional manufacturer narrative: the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The complaint for device interaction with conduction system was confirmed with empirical evidence. Available information suggests procedural factors (according to medical assessment, it was most likely due to pressure of guidewire on the septum) likely contributed to the reported event. Since no edwards defect was identified, corrective or preventative actions are not required.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted; the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case.

Event description:
Per the report received from poland, edwards received notification of a pascal procedure in tricuspid position. Patient had pleura fluid overload, it was planned to drain it after the pascal procedure. The access was through right femoral vein. Following the advancement of the guide sheath (gs) over the guidewire, the patient experienced a conduction disturbance resulting in cardiac arrest. The guidewire was pinned by the second operation during the gs advancement. There was no resistance during the guide sheath insertion. According to medical assessment, it was most likely due to pressure of guidewire on the septum. The patient was administered adrenaline and underwent two cardioversion attempts. Once hemodynamic stability was achieved, the procedure was resumed and the decision was to drain the pleural fluid. The tricuspid regurgitation (tr) was successfully reduce from torrential to moderate. Patient stayed 2 extra days on intensive care, then moved to regular cardiology ward in stable condition.